Manufacturer narrative:
Customer reported motor rate error. Both tamper seals were removed. Top case was cracked by the front left bottom corner. Visible contamination by the "l" bracket pole clamp. Reported problem duplicated during occlusion test using infusion rate of 600 ml / hr. Main pc board was the main issue. Unable to determine who caused the problem. No visible damage or contamination found in main pc board. Replaced main pc board. Power up and performed occlusion test.

Event description:
It was reported that device had motor rate error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A review of the event history log identified motor rate error. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.